Manufacturer narrative:
It was determined that the reagent probe crashed into the reagent pack cap and triggered "probe up/down error" alarms. Some plastic pieces of the cap got stuck in the reagent probe and affected the reagent pipetting, most likely leading to the observed discrepant results. The field service engineer found a blocked reagent probe and replaced a valve. The probe was adjusted. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
On (B)(6) 2022 the customer replaced the sample probe but qc was out of range. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the creatinine (crea) and tina-quant hemoglobin a1c gen.3 (aic-3) assay on a cobas 6000 c501 module. Patient 1: the sample initially resulted in a hba1c value of 5.0 %. On (B)(6) 2022 the sample repeated as 6.3 % with a data flag. It was asked but it is unknown if a questionable result was reported outside of the laboratory. It is unknown which result is deemed correct. Patient 2: on (B)(6) 2022 the sample initially resulted in a crea value of 0.92 mg/dl and repeated as 1.23 mg/dl. No questionable result was reported outside of the laboratory. The crea and hba1c reagent lot numbers and expiration dates were requested, but not provided.